Event description:
Healthcare professional reported left side "infection 14 days after surgery". Device has been explanted. An antibiotic drip (cefazolin sodium) was administered before it was explanted. The tissue expander has been discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.